Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. A review of the downloaded history files shows on 7/8/2022 there was one (1) pump error 130 alarm (03:45), one (1) pump error 53 (linenumber 25356 filenumber 25356) alarm (03:46), one (1) pump error 53 (linenumber 25356 filenumber 25356) alarm (03:46) and two (2) pump error 53 (linenumber 5632 filenumber 2005) alarms (03:52 and 03:54) that occurred. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2, vibrate harness assembly, motor, motor flex tail, and force sensor. The force sensor zero offset is within specification (24.3 mv). Pump error 43, pump error 130, and pump error 53 (linenumber 25356 filenumber 25356) alarms are due to moisture damage. Pump error 53 (linenumber 5632 filenumber 2005) alarms are due to a software error. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery compartment, cracked battery tube threads, serial number label stained and fading, end cap address label fading, cracked retainer, and pillowing keypad overlay. Critical pump error (open book image) alarm is not confirmed. Pump error 43, pump error 130, and pump error 53 (linenumber 25356 filenumber 25356) alarms are confirmed due to moisture damage. Pump error 53 (linenumber 5632 filenumber 2005) alarms are confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump showed open book image alarm. Customer also reported unknown pump error before open book image alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.